Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occurred in italy. It was reported that the patient experienced an adhesive failure event on (B)(6) 2026, in which the tape was not sticking. The patient reported that sweating contributed to the poor adhesion. The patient replaced the affected product and insulin delivery continued successfully. No further information available.